Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
After confirmation from the customer, we determined that this is a duplicate to a previous complaint (internal complaint ID (B)(4) please reference to MFR report number 9610617-2025-00175. This event was previously filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that during a procedure (case date/type information was not provided), the device ended up with with multiple burned cables and loops in the case. No further information was provided, other than there was no patient impact reported.